Manufacturer narrative:
The customer's report was duplicated and the main board was replaced and scrapped to resolve the report. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.